Event description:
Physician had difficulty loading sleeve onto trocar on right side. Sleeve finally fed approximately halfway onto trocar. Physician then tried to pull it through the tissue and during the pass, the sleeve came off trocar inside the patient. He then attempted to reverse load trocar onto sleeve as it seemed close to skin incision. As this was attempted, the trocar speared the sleeve approx halfway up the sleeve inside the tissue. Physician removed sling and started over with new sling. Both sides were passed without further incident and the procedure completed.

Manufacturer narrative:
Method - device not returned. Description of event unclear. Results - unable to determine relationship between device and cause for this event.